Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of 320 mg/dl. Prior to the hospitalization, the customer was experiencing high blood glucose levels all morning, even after changing the infusion set. The insulin pump was replaced. No troubleshooting was done.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.